Manufacturer narrative:
It was reported that a sw upgrade was not possible to perform, the whole ventilator device was returned for investigation. During the investigation, alarms indicating missing software option data were generated. The device could successfully be updated with the latest software, but during the system pre-use check, the device fails the internal leakage test. This issue was resolved by replacing the turbine module. Historical review of the returned device logs indicates on a turbine module failure. The cause of this turbine issue has been determined. Investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new ventilator devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. The cause of the initial failure to upgrade sw has not been determined but it is not related to the turbine module failure.

Event description:
A ventilator was returned for failed sw upgrade. After successful sw upgrade the ventilator failed the interna leakage test. There was no patient involvement. Manufacturer¿s ref. #: (B)(4).